Manufacturer narrative:
The customer reported that the main and backup lighting on the system went out. The company service representative examined the system but was unable to replicate any issue related to the reported event. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on january 7, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the main light and backup light were both out before a surgical procedure. Additional information has been requested.